Event description:
Follow up information received from the patient reported that the remote was in the box in their bottom drawer and had turned itself off. They had not touched anything on the therapy control device. To resolve the issue they were assisted in getting it turned back on on date notified.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. Stimulation was not felt and therapy was not on. Turning therapy resolved the situation. Troubleshooting resolved the issue. The issue started yesterday, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.